Event description:
Ceramic insulation of lina bipolar loop device broke during the procedure. It was imbedded in the specimen, removed from the pt, and handed off the field. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Batch records review show no non-conformities. Unfortunately without the product full investigation is impossible. Only assumptions to the real root cause could be given. According to the complaint investigation form the setting used was 60w macro. The IFU instruct the surgeon to use up to 70w. Most likely too much force has been applied to the product which could lead to too much pull force, mechanical cutting, too much coagulation and too less electrical cutting effect leading to extreme mechanical load which in combination with the excessive heat, most likely because of the macro setting, did result in the mechanical breakage of the ceramic tip. However these are only assumptions and the real cause of the failure could not be determined.